Manufacturer narrative:
(B)(4). The handpiece was received attached to disposable. The handpiece was forcibly removed from the disposable and the nose cone was cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing a possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during an unknown procedure, the instrument remained blocked into the handpiece. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported.